Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use. An air bubble was noticed in the sheath shaft after the catheter was removed from the sheath. The bubble was aspirated out and the procedure was completed successfully with the same device. No patient complications were reported. No air was seen in the patient. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and passed all leak testing. The device was examined on the microscope and no abnormalities were found. No significant damage was noted on the valves. Based on all available information, the no problem detected conclusion code was selected for the "visible air/bubbles" allegation. The allegation could not be reproduced through investigation and no other defect was found with the returned sheath. The cause of the issue seen in the field could not be determined.

Event description:
It was reported that during a pulmonary vein isolation procedure a faradrive steerable sheath clear was selected for use. An air bubble was noticed in the sheath shaft after the catheter was removed from the sheath. The bubble was aspirated out and the procedure was completed successfully with the same device. No patient complications were reported. No air was seen in the patient. The device has been received at boston scientific post market laboratory.